Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end of the light guide fibers glass is broken, cracked; and 50% of the light guide bundle is fractured. A root cause could not be identified. Based on the results of the investigation, the most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: (B)(6).

Event description:
It was reported the rigid video scope displayed a poor image during inspection for use. There were no reports of patient harm.